Event description:
It was reported, the k-wire gets stuck within the gamma nail k-wire sleeve. Used another sleeve and no unusual circumstances.

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.